Manufacturer narrative:
The drill attachment was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was discovered. Internal components were evaluated, which revealed a damaged motor assembly, rotor assembly and bearings. The cause of the component damage is unknown. The motor assembly, rotor assembly and bearings were replaced and the drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.